Event description:
It was reported that within a few months of implant, the lead failed to capture. The patient was left in the programmed vector and there was no further action. The lead is still in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.